Manufacturer narrative:
Based on the initial report (documentation analysis, endotoxin check results and complaint history) and the assessment by lenstec's medical monitor, lenstec concludes that there was no evidence to suggest that any aspect of this device was responsible for the reported incident. Furthermore, lenstec cannot comment on the injector used. Lenstec also confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating: "after the surgery, the patient developed intraocular inflammation and secondary glaucoma."

Event description:
Lenstec received an email stating: "after the surgery, the patient developed intraocular inflammation and secondary glaucoma. Administer intraocular pressure reduction, local eye drops to enhance anti-infection and symptomatic supportive treatment. The patient was then transferred to a higher-level hospital for further treatment."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. There was no evidence to suggest that any aspect of these devices was responsible for the reported incident. Additionally, the endotoxin results were within acceptable limits and we have not received any other complaints from these batches. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Investigation ongoing. Once the device is received and inspected a supplemental report will be issued.